Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint pump experienced no disposable alarm could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed with a no disposable (nd) alarm and would not run, and the alarm could not be cleared. The medication was being infused was 5-fluorouracil (5-fu) with programmed rate at 4.6¿ml per hour, the remaining volume was 58.8¿ml, and volume given was 51.2¿ml. The event occurred during infusion, with patient involvement and no harm.